Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The field service representative reported the physician received excessively high inr results for one patient that did not correspond to the clinical status of the patient. The customer used coaguchek xs meter serial number (B)(4). Qc was performed after the issue and an error message was received. Repeat testing was performed with the same strips and an error message was received. Another test was performed using a different coaguchek xs meter and a different vial of test strips from the same lot number. This result was believed to be correct. Specific result data was requested but could not be provided. An estimate was provided as an initial result of 6 inr and a result of 2.3 inr from the different coaguchek xs meter. There was no allegation of an adverse event. Patients at this facility generally result in the range of 2 to 2.5 inr. Relevant retention test strips (lot 137036-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complied with specification.

Manufacturer narrative:
A specific root cause could not be determined. Additional information for further investigation was requested but not provided. The customer material was not returned for further investigation.